Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a micro centrifuge vial. Visual inspection found the lens haptic torn and the lens in two pieces. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). Lens work order search: no similar complaint type events reported for units within the same lot. Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6))] (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -18.0 into the patient's left eye (os), the lens broke. After the lens was implanted, the surgeon noted that the lens was not positioned correctly ("decenter"). Reportedly, the surgeon then discovered that part of the lens remained on the foam tip after injection. The lens had torn during injection, which was discovered after the lens was implanted. The original lens was implanted on (B)(6) 2018 and exchanged for an alternate lens on (B)(6) 2018. The problem is resolved.